Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a remstar device's sound abatement foam. The patient alleges visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the ui (users interface) knob missing. Philips investigation laboratory initiated therapy with the device and verified airflow, using a known good philips investigation laboratory supplied power supply and alternating current (ac) power cord. Philips investigation laboratory also observed customers humidifier heater plate did heat. Dust-like contamination on air outlet port, air inlet, pca (printed circuit assembly), top of the blower box lid and surrounding area, flip lid seal, top of the blower motor, inside of the blower box and bottom enclosure. Air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. White and tan dust-like contamination, throughout humidifier enclosure, under the heater plate, dry box seal, water tank, inside water tank. Tan dust-like contamination in the iso port (international organization of standardization). The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and was unable to address the patient's symptoms. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. 0 errors were logged. The manufacturer applied power to the device and verified airflow. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.